Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on ew clinical imaging specialist review of imagery provided by the site. The following was observed: the 26mm sapien 3 ultra valve is well-expanded with good position, but there is calcified and thickened leaflets, probably causing stenosis of the valve. The following sections of this report have been updated: corrected h6 device code, additional code added to h6 type of investigation. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 2 years and 11 months post implant of a 26mm sapien 3 ultra valve in the aortic position, the patient presented with substernal angina and shortness of breath. The patient had an aortic valve area of .7 and mean gradient measuring 45mmhg. A valve in valve procedure was performed due to stenosis. After implant of the new valve, the valves were post dilated with a 26mm non-ew balloon.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 health effect-clinical codes, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The sapien 3 ultra (s3u) valve calcification reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The s3u valve was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery provided by the site was reviewed, and the following was noted: calcification and leaflet thickening were observed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The s3u valve calcification was confirmed based on the provided imagery. The patient has a history of hld and diabetes mellitus, which likely contributed to the event. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroid, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.